Event description:
It was reported that the insulin pump squirted insulin out "like crazy" and alarmed during manual prime, likely due to the protruding drive support cap. The blood glucose reading was 17 mmol/l, which the customer treated with manual injection. The customer stated that he tried the manual prime process twice and got the same results with the same lot number. Advised customer to use a different lot number of reservoir and found that that was when the insulin alarmed the error during prime. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No error alarms noted. The drive support disk was inspected and no anomaly was noted. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.